Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that clip of the er320 instrument would not feed into the jaw properly. The case was completed by using another instrument. There was no patient consequence.